Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) stated that this device cannot be implanted until it is cleared by engineers and suspected that this is most likely due to cold weather. There is no device information or intervention available to date. There was no patient involvement.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture update on b5: describe event or problem.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) stated that this device cannot be implanted until it is cleared by engineers and suspected that this is most likely due to cold weather. Additional information indicated that the data analysis determined that the device battery voltage was tracking the temperature near or below the labeled storage conditions. Device was cleared for implant. There was no patient involvement.